Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650/ expiration date: 2018-07-31, UDI #: (B)(4) mfg date: 2017-07-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not holding a charge. The batteries were fully charged and shortly drained to two bars. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. Log files were not available for analysis. As a result, the reported event could not be confirmed during bench testing; the batteries performed as expected. If information is provided in the future, a supplemental report will be issued.